Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: a42821/a42931. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208700 model: sc-2208-70 serial: (B)(6). Batch: 158675.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The suspect medical device reported in this MDR form was not explanted and should not have been reported on a 3500a MDR form. Correction to the initial MDR in block(s): d6b and h6 impact code.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. No further information has been obtained despite good faith efforts.